Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was overfilling the cartridge. Tandem technical support educated the customer not to overfill the cartridge. Customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.